Event description:
It was reported that the patient was no longer using their implantable neurostimulator (ins) because they had experienced issues charging in the past. They didn¿t like that the recharging coupling would reduce when they moved around. This issue had been present since the implant. A longevity calculation was performed based on 5.5v, 450 microsecond pulsewidth, 60 hertz, and a guarded cathode. With the patient using their device 2 hours a day the longevity calculation was 90 months and with the patient using the device 24/7 the longevity calculation was 12 months. The patient had their device replaced with a primary battery on (B)(6) 2014 and they were doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n302341, implanted: (B)(6) 2011, product type: accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).